Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery was noted to have corrosion on it when removed from the pump. The reporter indicated that there was no noted damage to the pump and the battery cap fit securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was inspected and evidence of moisture damage was found inside the battery compartment. No battery cap was returned with the pump for testing. The battery compartment was observed to be cracked from the top down to the case seal. A test cap was used and the pump was attempted to power on but would not boot up due to the moisture damage in the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.